Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14136. It was reported that patient presented for lead revision due to rv lead dislodgement. During procedure, both the atrial and ventricular lead was observed to be twisted up and suspected to be caused by twiddler's syndrome. Insulation abrasion was noted on both leads. The atrial lead was capped on (B)(6) 2019 and the ventricular lead was explanted. Both leads were replaced and the patient was stable following the procedure.